Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (5 mg/ml at 1.193 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient's pump started emitting the low reservoir alarm on (B)(6) 2018 and then started beeping with a critical alarm yesterday. The caller stated that she was having problem getting a healthcare provider (hcp) to fill her pump. No symptoms were reported. It was noted that a hcp listing was already sent to the patient. The caller was redirected to follow up a hcp or refill company. No further complications have been reported as a result of this event.